Event description:
It was reported that the customer's pump case would not clip securely. Subsequently, the pump case fell, resulting in the pump touch screen to be cracked and unresponsive. Customer¿s blood glucose level was 160 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.